Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain. The surgeon did not provide any other information for the revision. The cup, liner and head were removed, and a stryker dual mobility was put in with our djo head.